Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU, difficulty was met during placement of a central venous catheter. The vein was channeled but when passing the guidewire, the wire became stuck. As a result, the guide was removed with difficulty and during removal the guide wire began to unravel. A delay was reported; however, there was no additional harm to the pt due to this delay or as a result of this occurrence.